Event description:
It was reported that the lead was twiddled around the device, with decreased sensing and increased thresholds noted. During the repositioning attempt, the helix appeared damaged so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).